Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of small clots in the blood of the PICC was inconclusive due to the condition of the complaint sample. It was reported that small white evenly distributed lumps were observed in the blood when sampled from PICC. One 4fr s/l powerpicc solo was returned for investigation. A needleless injection cap was attached to the solo connector. The catheter extended to the 40cm depth mark. Tape residue was observed on the extension leg. A semi-circumferential crease was observed in extension leg 2mm distal to the connector, which indicates that the extension leg was kinked. No blood residue was observed in the extension leg. Blood residue was observed on the external surface of the catheter, which may have remained and dried to the surface after removal. A functional test showed that the catheter was patent to infusion and no leaks were identified in the catheter. No blood was drawn from the catheter. No bumps or material was observed in the fluid drawn through the catheter. The exact cause of the reported issue is unknown. It is possible that thrombus formation was a potential contributing factor; however, the reported event could not be replicated and confirmed. The product IFU lists venous thrombosis as a potential complication. A lot history review (lhr) of recq1905 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the power PICC solo was inserted via right vena basilica, cut to 40 cm with 1 cm external catheter part. On (B)(6) 2018 small white evenly distributed lumps were noted in the blood when sampled from PICC line. It was stated that the lumps consist of erythrocytes and platelets. No other material or drug residue was seen and no infection signs according to microbiology labs jour. Serum glycerides were normal. Lung x-ray shows that the PICC line mode was optimal. On (B)(6) 2018 the piccline team took the samples from piccline and no white clumps were seen. Dedicated physician contacts the coagulation journal, who believed that it may have been infarct-related. The formation of small clots in the blood of the piccline itself.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recq1905 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the power PICC solo was inserted via right vena basilica, cut to 40 cm with 1 cm external catheter part. On (B)(6) 2018 small white evenly distributed lumps were noted in the blood when sampled from PICC line. It was stated that the lumps consist of erythrocytes and platelets. No other material or drug residue was seen and no infection signs according to (B)(6). Serum glycerides were normal. Lung x-ray shows that the PICC line mode was optimal. On (B)(6) 2018 the piccline team took the samples from piccline and no white clumps were seen. Dedicated physician contacts the coagulation journal, who believed that it may have been infarct-related. The formation of small clots in the blood of the piccline itself.